Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a system message was displayed during surgery at the irrigation/aspiration step and this function was discontinued. The system was restarted and the cassette exchanged, however the issue was not resolved. The procedure was completed finishing the irrigation/aspiration step without using the system, with a one hour delay. The patient did not experience any harm. The doctor also reported that leakage of balanced salt solution (bss) from the cassette was observed. It was reported that another manufacturer's cassettes were used at this facility. No additional information is expected.